Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? =>yes, the tissue pad fell off from the clamp arm. No further information will be available. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, before an unknown procedure, it was found that the tissue pad fell off from the clamp arm before opening the package. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.